Event description:
Patients home health nurse called in to advise of an issue during step 4. Tried troubleshooting then re­ programming. After entering step 1, pump went back to bag volume screen. Recommended infusing by gravity and will deliver new pump. No lot number/expiration date. No missed dose due to using gravity. Unknown if adverse event. Patient still has broken pump on hand. No further information. Reported to (B)(6) by health professional.